Event description:
It was reported that during the implant of the first left ventricular lead the guidewire pierced through the insulation of the lead. The lead was removed. A second lead was attempted. It was also reported that the inner conductor coil began to unravel as the physician inserted the guidewire through the distal end. This lead was removed. It was also reported that on the third attempted lead the lobes kept deploying during the implant making it impossible to position the lead. A fourth lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, however, all conductors were stretched and the lead was damaged at implant. The full lead was returned and analyzed. The analyst noted by design, left heart leads are manufactured with a septum in the tip that will allow the guide wire to go through the tip electrode. Tip electrode is damaged. (B)(4) no anomalies were found, however blood/body fluid was noted on the distal conductor (not obstructed), the outer tubing overlay and the lobe mechanism. The full lead was returned and analyzed.